Event description:
It was reported that a flogard infusion pump cannot turn on. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The sample was visually inspected and functionally tested. The reported condition was confirmed as a damaged main battery. In order to correct the issue the main battery was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up report will be sent. (B)(4).